Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. The customer was performing a procedure, which was completed using another system. The philips field service engineer (fse) inspected the system onsite and found that the system failed to expose. Upon troubleshooting, the fse checked the system and reviewed the log file and found that the system could not communicate with the flat panel detector. It has been found that, due to a power supply circuit failure inside the flat panel detector, it is not possible to receive images normally. To resolve the issue, the fse replaced the detector. The defective detector was returned to philips for failure analysis, and during the failure analysis, it was observed that the product was out of warranty. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to expose. No harm was reported to philips. Philips has started an investigation of this complaint.